Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen deposition into the artery. The likely cause was determined to have been procedural factors as the posterior wall was punctured. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
(B)(6). The collagen slipped into the artery and a dissection occurred. Coil embolization was performed by neurosurgical department through the puncture site in the femoral artery, and the angio-seal device was used for hemostasis. After hemostasis was achieved, the patient felt a cold sensation in the lower limbs, and contralateral angiography was performed, which showed the collagen in the vessel. A cardiovascular medicine physician was called in to retrieve the collagen percutaneously, and the physician attempted to retrieve the collagen using a snare, however, the vessel was also almost pulled along with the collagen. Therefore, the physician gave up on retrieving the collagen percutaneously, and the collagen was surgically removed. During the presentation, the physician stated that the posterior wall puncture was the cause of the incident. After the presentation, tc also confirmed with the cardiovascular medicine physician that he believed that this event was caused by a procedural factor due to a posterior wall puncture. The procedure before deploying the device was coiling. The puncture site was femoral artery. The patient was stable. The blood loss was less than 250cc's. Hemostasis was once successfully achieved by the device. The collagen was surgically removed. No equipment or other devices were used with the involved product. There was no patient injury.